Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received multiple no delivery alarms. The customer¿s blood glucose level was 497 mg/dl at the time of the incident. Customer's current blood glucose 286 mg/dl. Customer stated treated through a bolus on the pump and through a syringe. Recent high blood glucose event began (B)(6) 2017. No delivery alarms on (B)(6) 2017. The customer discovered the reservoir leaked packed the second o-ring on (B)(6) 2017, leaked while the reservoir was inside the insulin pump. The customer declined to perform high-pressure test. The insulin pump will not be returned for analysis. The reservoir will be returned for product analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove and snap-cap for anomalies. None were found. Ran basal,bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a pump. Conclusion: reservoir no air bubbles, no occluded and no leaks. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.